Manufacturer narrative:
An ocd field engineer (fe) visited the site and found the vacuum and pressure settings were out of specifications, the probe was bent and the wash station was cracked. The fe replaced and adjusted the appropriate components to return the instrument to expected operation. The customer run qc and patient samples and verified results and operations.

Event description:
The customer reported that the dilution cup overflowed on the ortho provue analyzer during testing. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.